Manufacturer narrative:
Consumer threw the unit away.

Event description:
Consumer claims that a humidifier caught on fire inside of the housing. She thinks it is her fault because she didn't clean the unit. No injuries or property damage were reported with this incident.